Event description:
A consumer's husband reported that following intraocular lens (iol) implant surgery, his wife's vision was not as good as expected. Additional information was received from the reporter, who indicated that his optician explained that getting the iol "perfect" was not typical. The reporter advised not to proceed with the investigation process. At the reporter's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the reporter to properly complete an investigation. (B)(4).